Event description:
Customer reported via phone, the insulin pump kept alarming button error for the past 45 minutes and he hasn't been able to clear it. Customer doesn't know his blood glucose levels. Customer was at the beach and he had the device off in a bag. Customer stated the device had previously alarmed button error alarm prior but he doesn't recall when. Today when he checked his blood glucose it was 184 mg/dl. The device prompt him to input the date and time, and after her pressed the act button the display went blank. The customer stated the device didn't get wet, it was in the bag. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
No button error alarms noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The device was cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd, window, scratched reservoir tube window, and missing end cap sticker.